Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
While reviewing the patient's vns generator programming history, high lead impedance was noted on a diagnostic history on (B)(6) 2007 output status = ok, lead impedance = ok, dcdc=7, eos= no. On (B)(6) 2004 diagnostics showed output status = ok, lead impedance = ok, dcdc=3, eos= no. The high impedance continued till (B)(6) 2008 which showed output status = ok, lead impedance = ok, dcdc=7, eos= no.

Event description:
New information was received from the physician on (B)(6) 2013 stating that the vns generator was not turned off and no x-rays were performed. No patient manipulation or trauma occurred that is believed to have caused or contributed ot the event. No interventions were taken or planned to date.